Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff found the permanent cautery spatula instrument to have a large thermal spread and electrical energy was released from the instrument's wrist when fired. The doctor replaced the instrument with another instrument of the same type and the planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation did not find any signs of arcing on the instrument. Engineering evaluation noted that the instrument appeared to be in good condition. However, the instrument failed electrical continuity testing. The instrument's conductor wire was inspected and no damage was found. No other instrument damage was found. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the site and was able to obtain the following information regarding the reported event: the surgical procedure was not recorded. All instruments were inspected prior to the surgical procedure and no issues were found. When the event occurred, the surgical staff observed arcing but no harm to the patient was reported. The surgical staff did not know where the electrical energy arced to. The patient did not experience any intra-operative or post-operative complications. The site was using a valley lab electrosurgical unit (esu) and gyrus pk unit (g400) with 50/50 settings. The grounding pad was properly positioned via bilateral thighs and the patient's skin was found to be intact post-operatively. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.